Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery hook instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.200" x 0.139" in size. Clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the black portion between the tip and the shaft of the permanent cautery hook instrument was cracked and broken off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information on 09-oct-2024: the customer reported that the instrument was not inspected prior to use. The customer confirmed that the procedure completed with a backup instrument. There was no report of fragments falling from the device while used within a patient. The instrument damage was recognized once it was placed in the trocar and it was removed prior to use with the patient. No fragments were visualized in the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to the retention of foreign material. No images were available. Patient demographics were provided.